Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose around 20 mg/dl. The customer's blood glucose was 71 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the emergency medical services were called for the low blood glucose. The customer stated that they were wearing the insulin pump at the time of event. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.